Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set separated the following information was received by the initial reporter with the following it was reported by customer that short sets that snapped just below the drip chamber.

Manufacturer narrative:
One photo was taken by the customer that verifies the separation of the drip chamber from the tubing. A quality notification was sent to the manufacturer. From the manufacturer's investigation, it was not possible to identify a potential root for the condition reported. Customer did not provide a sample but provided a photo where it can be identified the separation reported, however, this condition may be related to a different scenarios as lack of solvent in the tubing, excess of solvent in the engagement, damage in tubing/tip of the drip chamber but picture does not show enough evidence to identified what cause the condition reported. No actions were taken since it was not able to confirm what generated the condition reported due sample was not available. A device history record review could not be performed because a lot number was not provided by the customer.